Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a perforation of the patient's coronary sinus occurred during a lead revision procedure. The perforation occurred during cannulation of the coronary sinus. Imaging showed that pericardial effusion. The lead revision was stopped and the patient was successfully treated with cardiocentesis.